Event description:
A physician reported that in 2000 a pt was being treated. During the treatment, the 30 gauge needle separated from the syringe and dropped on the floor. The collagen splattered on the physician but not the pt. There was no injury to the pt or the staff.